Manufacturer narrative:
The customer failed to get the 7mm medium support embolic protection device to prep properly as it would not retract into the catheter. They could not capture it after initial prep out of the hoop. There was no patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath and saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. The device that was opened first, when prepped following the proper steps, would not properly load into the catheter for delivery. A new device was opened, that one was prepped the exact same way and worked properly for the procedure. The device was manipulated after the procedure and excessive force was used when prepping the device. The product was returned for analysis. A non-sterile unit of angioguard rx embolic capture guidewire system 7mm basket, medium support product was received inside of a clear plastic bag. Per visual analysis the returned components are the delivery sheaths, the ecgw system and the torque device. The ecgw systems was received already inserted into the delivery sheath. A kinked/bent condition was observed on the proximal section of the filter basket. No other damages or anomalies were noted. Functional analysis could not be properly performed due to the kinked/bent condition observed on the proximal section of the basket filter. Per microscopic analysis the kinked/bent condition observed on the proximal section was confirmed. No other anomalies or damages were noted on the magnified image. A product history record (phr) review of lot 35238040 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿delivery system - loading (docking) difficulty¿ was not confirmed through analysis of the returned device as the functional analysis could not be performed due to the kinked condition noted on the device. The exact cause of the event could not be determined during analysis. The reported ¿filter basket kinked/bent¿ was confirmed through analysis of the returned device. However the presence of the kinked condition may be a result of the deployment difficulty or a cause of the deployment difficulty. Although this could not be determined by functional analysis it is likely the kinked condition was caused by handling or procedural factors. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. The deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
Customer failed to get the 7mm medium support embolic protection device to prep properly as it would not retract into the catheter. They could not capture it after initial prep out of the hoop. There was no patient injury. Analysis of the returned device indicates a kinked/bent condition was observed on the proximal section of the filter basket. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath and saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. The device that was opened first, when prepped following the proper steps, would not properly load into the catheter for delivery. A new device was opened, that one was prepped the exact same way and worked properly for the procedure. The device was manipulated after the procedure and excessive force was used when prepping the device.